Event description:
Hamilton medical ag received the following incident description: "during preventive maintenance actions, we noticed the appearance of an error message in greek language with meaning "connection lost with ventilator unit". Replacing the 159367 cable and cleaning the contacts between the ip and the vu, was not a solution. The fault was intermittent, caused by the esm ipp.".

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.